Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material adhering to the objective lens and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following sections related to proper reprocessing: ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories clean the external surface.¿ ¿when reprocessing, please make sure that dirt has been removed from the opening of the air and water supply nozzle and the objective lens surface, and if dirt remains, please clean until all dirt is removed. In addition, please check the handling environment by thoroughly rinsing, draining and drying the remaining water in the ducts after cleaning, and removing and storing all accessories such as buttons and forceps plugs from the endoscope.¿ based on the results of the investigation, a definitive root cause for the reported failure could not be established. However, it is likely that insufficient reprocessing practices could have caused the reported foreign material failure. Olympus will continue to monitor the field performance of this device.